Event description:
The customer reported that "he lost the ability to torque or turn the navilyst charter (180cm/.018) wire's distal tip once the wire achieved its super selective position, deep within the hepatic arterial system. There were quite a few torturous bends and right angle turns to get to the selective area. The distal tip had a permanent tip shape and became stuck. When he pulled back it perforated a small artery (no affect on patient) prior to embolizing." The following additional information was provided: "no sample will be returning for your evaluation, as the customer discarded it."

Manufacturer narrative:
A batch history review was carried out which focused primarily on characteristics which may be thought to potentially contribute to the complaint as described as the wire was not returned. The review demonstrated no indication of manufacturing related defects on the guidewire that may have contributed to the event and that the guidewire was manufactured to specification.